Event description:
During surgery a piece of the drill was broken and the broken piece remained inside the patient.

Manufacturer narrative:
Investigation results showed heavy friction marks and damage at the cutting edges caused by impact with a hard object. As a result, high friction forces occurred during usage leading to torsional overload and fracture of the tip during application. The fractured surface had appearance of a forced rupture. Because of the collision and friction with a hard object, the cutting edges were damaged during application leading to torsional overload and finally to the fracture of the tip. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material, manufacturing or design related issue.